Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose and diabetic ketoacidosis on (B)(6) 2020. The customer¿s blood glucose was 585 mg/dl. The customer experienced symptoms such as vomiting. The customer was treated with shot and insulin drip. The customer did not want to troubleshoot for high blood glucose as insulin pump was not turning on. The insulin pump will not be returned for analysis.